Manufacturer narrative:
A zoll field service engineer evaluated the device at the customer's site. The customer's report was observed and found to be out of calibration. The calibration was adjusted to resolve the report. The device was recertified and returned to service.

Event description:
Complainant alleged that during startup, the device would not reach needed map. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The UDI was not provided and is unknown. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.